Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: lens placement technique, loading strategy, accessory device support, poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
The customer reported that the CT lucia 602 lens could not be utilized as intended, as explantation was required following implantation. The CT lucia 602 lens was inadvertently implanted in a reversed orientation by the surgeon. A backup CT lucia 602 lens was subsequently implanted, enabling the procedure to be completed successfully. No negative patient impact was reported.